Event description:
Paramedics responded to a person in a cardiac arrest. The device was connected to the pt with disposable defibrillation/ECG electrode and then analyze button pressed. Twice, the device advised shocks for fine vfib and both shocks were delivered but the pt's rhythm did not convert. ECG electrodes were connected to the pt for external pacing and transport, the device stopped pacing a number of times by itself and had to be restarted manually. The pt was delivered to the hosp and pt outcome is unknown.